Event description:
Stryker neonatal adult pulse oximeter sensor defective. Multiple sensors have been rejected for failure to operate as intended. The windows on the device must oppose each other in order to function properly. It appears that a manufacturing/packing error may have interfered with ability for it to be utilized.